Event description:
The duett was deployed following a chemo-embolization (via a 5f sheath in the left common femoral artery). One hour post deployment, the pt complained of pain and numbness to the left leg, with absent distal pulses. An angiogram confirmed an arterial occlusion. The pt underwent a surgical thrombectomy, restoring flow to the leg.